Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer left the pump plugged in, and it began to charge. Additionally, the pump battery was depleting quickly. During troubleshooting with tandem technical support, the customer was instructed to charge the pump up to 100%. The customer¿s blood glucose was 250(mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.